Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that his onetouch ultralink meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation as the customer was not available for follow-up when attempted by medical surveillance (ms). The patient claimed that ¿two to three months¿ prior to contacting lfs, he obtained an unspecified result on the subject meter which he felt was inaccurately high. The patient detailed that he manages his diabetes using an insulin pump and did not make any changes to his usual diabetes management routine in response to the allegedly inaccurate results. The patient denied developing any symptoms but claimed that ¿two months¿ prior to contacting lfs he visited an emergency room (ER), where he was treated by a healthcare professional (hcp) with food or drink and had his blood glucose measured on an ER meter, but could not specify the result obtained. During troubleshooting, the cca noted that the meter had been set to the correct unit of measure but that the test strips had not been stored or handled correctly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received treatment from a hcp for a hypoglycemic event after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.